Event description:
A malleable device was implanted "2 years ago." The entire device was removed from the pt and replaced on 01/01/96 due to pt dissatisfaction-too short. Unable to obtain additional information.